Manufacturer narrative:
Product type accessory product ID neu_tlock_anchor, product type accessory. Analysis of the twist lock anchor found that the dimension was out of specification. It was noted that the inner diameter of the driver in the opened position was out of specification. It was noted that it was a reliability non-conformance.

Event description:
It was reported that the lead was implanted but the twist lock anchor would not thread onto the lead. It was noted that the anchor was catching on the extension contact at the proximal end of the lead so a new lead was opened just to use a different twist lock anchor, which the implanter also had issues with but managed to push it onto the lead. It was noted that the twist lock anchor was not smoothly sliding onto the lead and the implanter felt that this was a recent issue. It was noted that the anchor that came with the implanted lead was difficult to thread onto the lead so it was replaced. It was noted that the second anchor appeared to have the same issue but was able to thread it onto the lead. It was noted that this was not a tunneled trial the whole lead would be removed and discarded in ¿1/52.¿ it was noted that the patient was alive with no injury at the time of the report and there were no symptoms associated with the event.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report, a supplemental report will be submitted when results are available. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.